Event description:
The customer reported that the system had poor image quality with uninterpretable images. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.